Event description:
It was reported that the ventricular setscrew could not be tightened. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.